Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting, as a battery depletion (bd) code had been declared. Review of device data by boston scientific technical services confirmed the power consumption is increasing in a gradual fashion, consistent with capacitor degradation due to hydrogen gas content in the sealed device air space. Device replacement was recommended. The s-ICD remains in service and there have been no adverse patient effects reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting, as a battery depletion (bd) code had been declared. Review of device data by boston scientific technical services confirmed the power consumption is increasing in a gradual fashion, consistent with capacitor degradation due to hydrogen gas content in the sealed device air space. Device replacement was recommended. The s-ICD remains in service and there have been no adverse patient effects reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.